Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with calcification and 80% stenosis. The 3.0x23 mm xience sierra stent delivery system (sds) was advanced to the lesion and inflation was attempted but the device would not hold pressure and the balloon would not inflate. Three attempts were made to inflate the balloon but no pressure could be maintained. The sds was removed with the stent still on the balloon and a non-abbott sds was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and functional inspection were performed on the returned device. The reported material rupture and stent expansion failure could not be confirmed; however, the noted torn outer member and leak were likely perceived as the rupture and subsequent expansion failure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported and noted difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.